Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a prime/fill anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.